Event description:
It was reported the doctor attempted to insert a screw, and after it was seated completely, it broke and a portion of it remains in the patient.

Manufacturer narrative:
Product has been returned for review by staff engineers, however, with the given information, unable to determine how or why this event has occurred. The warnings in the package insert state this type of event can occur. "Excessive torque can cause the screw to fracture." The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.